Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced an elevated blood glucose level of 541's mg/dl, after receiving an occlusion alarm during bolus. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set site was the location of the occlusion. Multiple attempts were made to obtain additional information; however, additional information was not provided. Customer did not provide infusion set manufacturer.

Manufacturer narrative:
.